Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event log was unable to be accessed because the device could not be powered on. Visual inspection was conducted and an attempt was made to power up the device, but it alarmed error code 46011. The reported issue, "error code 46011" was duplicated. Further investigation of the pump determined that a faulty microprocessor caused the issue. The microprocessor board will be replaced to resolve the issue.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "error code 46011". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.